Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that both stimulator have been removed. They were longer using the product.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead.

Event description:
The patient reported they had their implant removed 2 years ago in 2014 because it went pretty fast, and when they were doing the replacement, they found only 2 probes were working instead of 4 so they decided to remove all the devices. They were now using other methods to help their bladder and wanted to donate the patient programmer. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.